Manufacturer narrative:
(B)(4).

Event description:
The patient had no therapeutic effect since implant though the trial worked well for her. She experienced both frequency and retention. At the latest, she was voiding every hour. The device caused discomfort, pressure, and pelvic pain along with shaking and spasms. Additionally, the patient experienced overstimulation, shocking, and jolting sensations. She was working with her physician and had appointments scheduled for april 27 and may 4. Further information is being requested from the hcp.